Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. After inserting the farawave catheter into the faradrive steerable sheath, and checking for reverse blood, air was observed in the syringe. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Event description:
It was reported that visible air was observed. After inserting the farawave catheter into the faradrive steerable sheath, and checking for reverse blood, air was observed in the syringe. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis. It was further reported the sheath is not expected to return for analysis as it was discarded at the facility.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.